Manufacturer narrative:
(B)(4). It is unknown if a sample is available for evaluation. If additional information or samples become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, the condition cannot be confirmed nor duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow up report will be submitted. However, a batch review was performed on the reported lot and no deviations were noted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.

Event description:
The customer reported to corporate product surveillance regarding the vial-mate reconstitution device, in which leaking was detected as they were trying to use them. Patient involvement is unknown at this time. There was no patient injury or medical intervention necessary. No further information is available at this time. This is report 2 of 3 reported by the customer.